Event description:
It was reported that right ventricular (rv) lead impedance was increasing and was surgically abandoned. The rv lead was replaced. No additional adverse patient effects were reported.